Event description:
It was reported the patient experienced burning at the ipg site as well as overstimulation at the ipg site with stimulation on and off. Surgical intervention was undertaken and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.